Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jdxk, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). Fdd (B)(4) and fdp (B)(4) apply to the lead, there were no allegations against the lead but it is included in the system report as it was explanted with the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp advised the rep that the patient's ins had eroded through the patient's skin and as a result the implanted system was removed. The system was able to be removed in its entirety and a cause was noted as unknown. The issue was reported as resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.